Manufacturer narrative:
(B)(4). Approximate age of device ¿ 44 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015, approximately 6 weeks post implant, with symptoms of chest pain, shortness of breath and a lactate dehydrogenase level greater than 1300 u/l. The patient's inr had reportedly been therapeutic since discharge (based on an inr goal of 2-3). At the time of the event, the patient's inr was 4.8. An echocardiogram showed abnormal pump function with low flow alarms when pump speed was increased. A previous echocardiogram performed on (B)(6) 2015 had showed normal pump function and speed adjustments had been made to optimal settings for the patient. The patient was started on IV heparin; however, symptoms and low flow alarms continued despite treatment. It was mentioned that the patient may have been put on milrinone a few days prior in response to the low flow alarms. On an unspecified date, intravenous fluids were stopped as the patient was in heart failure with evidence of pump dysfunction. The patient received a pump exchange for suspected pump thrombosis on (B)(6) 2015. It was reported that the patient did not have known coagulation issues and their anticoagulation regimen included 325 mg of aspirin daily and coumadin. The patient would be discharged once their inr became therapeutic.

Manufacturer narrative:
Device evaluation: evaluation of (B)(4) revealed deposition on the inlet stator, and rotor bearing ball. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and could have contributed to the reported elevated ldh. The distal side of the inlet stator and rotor bearing ball revealed a pink/dark red, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was in operation. However, its origins and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.